Manufacturer narrative:
This is follow-up report 001 corresponding to report 3005031160-2017-00130. Device has not yet been received for evaluation. When device is received an additional follow-up report will be sent. No medical images have been received either.

Event description:
Received an update that the revision surgery was performed on (B)(6) 2017. The parts are on their way back to x-spine for evaluation. The surgeon refused to answer any questions to provide any additional information. No medical images will be provided.

Manufacturer narrative:
The root cause cannot be reliably determined based on the information available for evaluation, no medical images have been received. The dates of the surgeries were not provided.

Event description:
A broken silex removal tool was returned to x-spine within tray sx1t61 on (B)(6) 2017, information allowing for the determination of complaint status was not received until 04/20/2017. On 04/21/17 received email from (B)(6) responding to x-spine inquiries about how the removal instrument was broken. He said the removal tool was broken during a revision surgery and asked for a call back. Spoke to (B)(6) later that day. He explained that surgeon had issues removing one 12.5mm silex screw during a revision surgery. The patient was being revised because the surgeon felt the screw was too long and pinching a nerve, as the patient was reporting pain. The screw was removed and not replaced. Several tools were used to try to get through the bone graft material at the top of the screw, but this proved very difficult. The surgeon was trying to maintain a percutaneous incision throughout the surgery. Then the surgeon tried using the removal tool, and while hand-turning the removal tool, it was broken. Needle nose vice grips were used to remove all fragments, which were returned. The percutaneous incision was opened a bit, and the screw's notches were cleaned out so the driver could be used to back the screw out. There were no injuries to the patient. No dates were provided for when either surgery was performed. No medical images were provided.